Event description:
It was reported that a user experienced hyperglycemia while using the ilet with a dexcom g7 sensor, with a highest reported sensor glucose of 377 mg/dl and concurrent readings of 234 mg/dl on ilet and 214 mg/dl by fingerstick; the user had a teflon inset changed two days prior, saw drops on tubing, and reported no kinks or device alerts aside from a high glucose alert. Symptoms included no physical complaints. Outcomes included no hospitalization or medical intervention beyond troubleshooting. Investigation included remote troubleshooting and education on performing a complete supply change and correct connector attachment to the cartridge. Investigation of this case revealed no visible infusion set kink or leak after a full supply change, but the user previously attached the connector to the cartridge outside the device, which can lead to leakage or delivery issues, leaving the cause of hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.